Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing lead impedance measurements greater than 2,000 ohms. Further review revealed a stored episode with oversensing of spiky/chaotic noise. The patient had a slow underlying rate and there was no report of asystole. The boston scientific field representative suspected a lead feature. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this lead was fractured and the patient pulse generator has been programmed to monitor only at this time to avoid inappropriate shocks. No surgical intervention has been performed at this time.